Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient's postoperative course was complicated by a cerebrovascular accident, intracranial hemorrhage, respiratory failure, renal failure, and gastrointestinal bleeding. The patient expired on (B)(6) 2016 after the patient's family elected to withdraw care. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of a cerebral vascular accident, hemorrhagic stroke, respiratory failure, renal failure, and gastrointestinal bleeding could not be conclusively determined. The evaluation of the returned pump found no deposition that would have contributed to a functional issue. Examination of the device revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Although the deposition appeared to have developed in this area, the deposition did not appear to occlude the flow of blood and did not likely contribute to a functional issue. A specific cause for the development of this deposition could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Stroke, respiratory failure, renal failure, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.